Event description:
It was reported that during a da vinci s ovarian cystectomy procedure one of the patient side manipulator (psm) arms was not rotating or articulating correctly . The surgical staff was unable to remove the monopolar curved scissors (mcs) instrument installed on the psm and the led on the arm turned yellow when the instrument was eventually removed. The psm arm was undocked from the patient and the mcs instrument was removed; it was noted at this time that the tip cover accessory had come up above the normal installation point on the instrument. The customer has been informed that this could be caused if the tip cover accessory was not installed correctly or if the tips were not straightened prior to removing the instrument. The customer stated that a new mcs instrument was installed on psm arm and the planned procedure continued without issues. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(6) 2013, the da vinci coordinator was contacted to request additional information regarding reported event. It was indicated that upon removal of the monopolar curved scissors (mcs) instrument, the tip cover had come up. It was indicated by the da vinci coordinator that the tip cover had moved up over the orange part on the instrument, making it difficult to remove the instrument from the cannula. The site confirmed there was nothing wrong with the psm arm, the instrument, or the tip cover. The operator installed the instrument incorrectly (tips were not straight) into the cannula which caused psm arm articulation issues as reported by the surgeon, and upon removal of the instrument, the tip cover accessory moved up the instrument shaft. No fragments fell into the patient and there was no patient injury or harm. The tip cover accessory will not be returned for evaluation; it has been discarded by the site. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.